Event description:
Patient's wife contacted dexcom customer support on (B)(6) 2015 to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that the patient was feeling sick, went to the hospital and passed away while being treated. Patient's wife reported that the cause of death was lung cancer and was not related to the cgm device or diabetes. The patient was diagnosed with lung cancer in (B)(6) 2014. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. Diabetes mellitus is a known cause death; however, the patient's wife confirmed that the cause of death was lung cancer. Device was on patient during cremation.